Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient in clinic after receiving a notification due to high, out of range high voltage lead impedance. The measurements returned to normal range and isometrics testing did not produce any noise. The patient will continue to be monitored.